Event description:
A malfunction was reported when the customer encountered a malf 12 code on their device. Customer¿s blood glucose (bg) level was 250 mg/dl. Technical support provided pump reset instructions and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurs.